Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) who reported that their office was not made aware of the patient¿s concerns regarding the patient¿s inability to stand up straight. The patient was last seen by them on (B)(6) 2018. On that date, the patient weighed (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and stroke. On (B)(6) 2018 the patient reported that in 2016 she was not feeling well and didn¿t think the pump was working. This was a gradual change in symptoms/therapy. Per the patient the physicians found the catheter had come away from the spine and they repaired that. The patient was currently calling for MRI compatibility guidelines because she was unable to stand up straight and this was new since ¿maybe 2 years ago¿. It had come on gradually. A CT scan was done about 1.5 years ago and found that she had decompression fractures on the lumbar spine which was why they were doing the MRI to see if the fractures were worse. The patient went to therapy but wasn¿t able to stand up she leaned forward. The patient stated it was unknown if the symptoms were related to her infusion system or therapy. No further complications were reported.